Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] contacted fresenius customer service to order supplies for a pd patient on continuous cyclic pd (ccpd) therapy who experienced peritonitis. The pdrn was ordering manual solution bags for the patient, so they could perform continuous ambulatory pd (capd) therapy in the interim. No specific allegation was made that the adverse event was due to a deficiency or malfunction of any fresenius products or devices. Additional information was obtained through follow-up with the pdrn. The pdrn stated the patient presented to the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with streptococcus viridans and a white blood cell (wbc) count of 25,931/mm3. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy on the liberty select cycler at home. It was reported by the patient to the outpatient clinic there was a tear in their pd catheter (not a fresenius product). After inspection from the pdrn, it appeared as though a pet had chewed through the patient¿s pd catheter; however, there was no report the tear in the patient's pd catheter caused or contributed to the peritonitis. The patient was not hospitalized for the event. Initially, they were prescribed intraperitoneal (ip) vancomycin at 1750 mg every five days for three weeks and ip ceftazidime at 2000 mg every day for three weeks. After peritoneal effluent fluid culture results, the ip ceftazidime was discontinued, and the patient was prescribed oral amoxicillin at 125 mg twice a day for 7 days. The patient is recovering from the event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is continuing ccpd therapy on the same liberty select cycler at home.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to lack of aseptic technique during ccpd therapy at home. Lack of aseptic technique through touch contamination is the source for a majority of peritonitis infections. This is further evidenced by a microorganism that is part of the normal flora in the human mouth and gastrointestinal tract. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] contacted fresenius customer service to order supplies for a pd patient on continuous cyclic pd (ccpd) therapy who experienced peritonitis. The pdrn was ordering manual solution bags for the patient, so they could perform continuous ambulatory pd (capd) therapy in the interim. No specific allegation was made that the adverse event was due to a deficiency or malfunction of any fresenius products or devices. Additional information was obtained through follow-up with the pdrn. The pdrn stated the patient presented to the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with streptococcus viridans and a white blood cell (wbc) count of 25,931/mm3. The patient was diagnosed with peritonitis due to lack of aseptic technique during ccpd therapy on the liberty select cycler at home. It was reported by the patient to the outpatient clinic there was a tear in their pd catheter (not a fresenius product). After inspection from the pdrn, it appeared as though a pet had chewed through the patient¿s pd catheter; however, there was no report the tear in the patient's pd catheter caused or contributed to the peritonitis. The patient was not hospitalized for the event. Initially, they were prescribed intraperitoneal (ip) vancomycin at 1750 mg every five days for three weeks and ip ceftazidime at 2000 mg every day for three weeks. After peritoneal effluent fluid culture results, the ip ceftazidime was discontinued, and the patient was prescribed oral amoxicillin at 125 mg twice a day for 7 days. The patient is recovering from the event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is continuing ccpd therapy on the same liberty select cycler at home.